Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection during his 7 day wear of the adc freestyle libre sensor. Customer further reported noticing "irritation, redness, itching and fluid discharge" at the sensor site and had contact with a dermatologist who prescribed tevacutan (clotrimazole - antifungal, dexamethasone acetate - corticosteroid, neomycin sulfate - antibiotic) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection during his 7 day wear of the adc freestyle libre sensor. Customer further reported noticing "irritation, redness, itching and fluid discharge" at the sensor site and had contact with a dermatologist who prescribed tevacutan (clotrimazole - antifungal, dexamethasone acetate - corticosteroid, neomycin sulfate - antibiotic) cream for treatment. There was no report of death or permanent injury associated with this event.